Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: "staff have complained that they are unable to flush needle free connector".

Manufacturer narrative:
Follow up MDR for device evaluation. Four 2000e-04 samples from lot 21095472 were received in sealed packaging for investigation; however, no connecting products were received to assist the investigation. No further information was provided to further investigate the customer's experience. The samples were subjected to functional testing by connecting the 2000e-04 products to a 50ml bd plastipak syringe from stock; the piston of the smartsite was noted to open upon connection (appendix 1), furthermore no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21095472 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information.